Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form at 11 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was in a deflated state. Balloon could not be inflated due to presence of solidified media. Device placed in water bath to soften. Pinhole noted in the midsection of the balloon material. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and damage was noted. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, a pinhole was noted when the balloon ruptured at 11 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.